Event description:
It was reported that settings were deleted and had battery error after inserted new battery on the insulin pump. The customer was assisted with no delivery alarm and programming the insulin pump. Customer will confirm with health care provider her bolus wizard set up. Troubleshooting was done for battery out limit. Customer's blood glucose was 90 mg/dl. The customer was advised to monitor the insulin pump. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.